Event description:
The report stated that oozing at the seal occurred although an end tone, indicating a completed seal, was heard. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.